Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up properly and the display screen was found to be clear and legible. A review of the pump history revealed a cs 054-0000 call service alarm, which may cause the display screen to be blank for several minutes. However, this alarm could not be duplicated during the evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.